Event description:
The customer, director of nursing, reported that a scorpio nrg tibial insert was implanted into a patient during a procedure on (B)(6) 2013. The customer reported that when the theatre team were applying the device labels to the patient medical records, it was identified that the device had expired in (B)(6) 2013. The customer reported that as the device had already been implanted at this stage, the surgeon decided not to remove the device. The customer has requested a letter from stryker that considers the possible implications of implanting an expired implant and whether this may result in any additional risk for the patient.

Manufacturer narrative:
An event regarding off-label involving a scorpio insert was reported. A review of the product label that is applied to the package of the 82-6-1108 device indicates that the device expired 2013-feb. It was reported that the device was implanted into the patient's leg on (B)(6) 2013. It is the responsibility of the user to verify the expiration date and ensure that the product is used before the indicated date. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
The customer, director of nursing, reported that a scorpio nrg tibial insert was implanted into a patient during a procedure on (B)(6) 2013. The customer reported that when the theatre team were applying the device labels to the patient medical records, it was identified that the device had expired in february 2013. The customer reported that as the device had already been implanted at this stage, the surgeon decided not to remove the device. The customer has requested a letter from stryker that considers the possible implications of implanting an expired implant and whether this may result in any additional risk for the patient.